Event description:
This is filed to report the clip detaching from one leaflet and recurrent mitral regurgitation. It was reported that the mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 4. Two mitraclips were implanted reducing the mr to a grade of 1. The next day it was noted that the second clip (xtw) had a single leaflet device attachment (slda). The clip was detached from the posterior leaflet and the mr had increased to a grade of 3-4. No intervention is planned. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported recurrent mitral regurgitation (mr) was a cascading effect of the reported slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.